Manufacturer narrative:
Date of event is estimated e: reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain implant date. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
The report that the ipg was revised due to eol (end of life) was not confirmed. Analysis and a longevity calculation of the returned device confirmed normal battery depletion due to usage; however, the device had not declared elective replacement indication (eri) or eol.